Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported broken component description: at this time, a small amount of drug leakage was observed at the connection point. Attempts to flush using the pre-filled connector were unsuccessful. Upon removing the connector for inspection, it was discovered that the inner core of the needle-free closed infusion connector had fractured and remained lodged within the PICC connecting tube. This posed a safety risk, including the potential for fractured plastic fragments to enter the bloodstream. The PICC line was trimmed and reconnected. Normal flushing with the pre-filled syringe was confirmed, followed by placement of a heparin cap.

Manufacturer narrative:
Investigation result: a 2000e china product was not available for investigation; however, the customer confirmed that the complaint sample was from lot 25065232. The feedback provided by the customer states that, "the inner core of the needle-free closed infusion connector had fractured and remained lodged within the PICC connecting tube." No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 25065232 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product 2000e china in the past 12 months.

Event description:
No additional information.